Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During pre-dilation, the patient had a left bundle branch block (lbbb) and the valve got fully re-sheathed one time due to the implant was too low. The final implant depth at non-coronary cusp (ncc) was 4.8mm and at left coronary cusp (lcc) was 7mm. After the procedure, thrombocytopenia was noted in the patient. An atrial flutter was noted in the patient and medication were given.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During pre-dilation, the patient had a left bundle branch block (lbbb) and the valve got fully re-sheathed one time due to the implant was too low. The final implant depth at non-coronary cusp (ncc) was 4.8mm and at left coronary cusp (lcc) was 7mm. After the procedure, thrombocytopenia was noted in the patient. An atrial flutter was noted in the patient and medication were given. The patient was reported discharged.

Manufacturer narrative:
An event of thrombocytopenia and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.